Event description:
Received a (B)(4) report that states: while pt was on ventilator, the ventilator screen went out. Ventilator was still delivering breathes, however rn ambu bagged pt for a total of 5 minutes until ventilator was switched out.

Manufacturer narrative:
Should new information become available, a follow up MDR will be submitted.